Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 140 mg/dl. The customer stated that the device was exposed to MRI. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer does not want to troubleshoot for a35 alarm.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to motor error alarm. No a35 alarm noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.